Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced alternating low and high blood glucose after a nocturnal hyperglycemia correction, followed by a hypoglycemia to 45 mg/dl treated with two small juices and two bowls of cereal, pausing and later resuming ilet insulin delivery while using a dexcom g7. Symptoms included hypoglycemia and hyperglycemia. Outcomes included need for troubleshooting and education, assignment for additional training, and continued monitoring, with blood glucose at 74 mg/dl at the time of the call. Investigation included case review, user education on correction dosing and the 15-15 rule, and referral for training on secondary glucose targets. Investigation of this case revealed user-related overtreatment of hypoglycemia and delayed resumption of insulin delivery, which contributed to subsequent hyperglycemia and recurrent variability. It was concluded, based on previously established findings for similar reports, that the cause was user error related to hypoglycemia overtreatment and insulin suspension rather than a device malfunction.